Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: a review of the basal history appeared to be inaccurate due to a prime and fill cannula. The pump was run for 24 hours with a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units, and the total daily dose showed 48 units. No alarms occurred during testing. The basal history recording a defect allegation was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an issue with the pump's basal recordings. The reporter stated that the patient had a blood glucose of 365 mg/dl with no symptoms of hyperglycemia. The alleged blood glucose excursion does not meet animas criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.